Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned cr tibial articular surface provisional shows signs of repeated use like gouges and dents and a fracture on the left condyle. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the device is cracked, and it returned with all pieces included.